Manufacturer narrative:
No service was requested by the user facility. No parts were replaced. Provided ventilator logs were reviewed. On the reported event date and time, alarms for patient circuit disconnected, check tubing and expiratory minute volume low were generated indicating a leakage. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Pre-use check passed prior the event. The cause of the reported inability to deliver targeted tidal volumes was a leakage in the patient circuit system. How the leakage had occurred has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator did not deliver targeted tidal volumes within appropriate pressure limits. There was no patient harm. (B)(4).